Event description:
Customer reported via phone call that their sensor and blood glucose readings were off. The blood glucose readings were over 200 mg/dl.

Manufacturer narrative:
Reliability analysis inspected two opened/used enlite sensors and performed visual inspection and found one of two sensors with cannula broken, and the broken part was missing. Unable to confirm that the customer received the sensor in said condition due to product being returned opened/used. One remaining sensor performed bicarbonate buffer test, and the sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.